Manufacturer narrative:
Investigation summary: a sample was not returned for evaluation. A review of the device history record could not be performed as a catalog number or lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that before use of the unspecified bd¿ pen needle the needle came off when the safety was pulled. The following information was provided by the initial reporter: complainant reported that when she went to use the pen in july the needle came off once she pulled off the safety.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the unspecified bd¿ pen needle the needle came off when the safety was pulled. The following information was provided by the initial reporter: complaint reported that when she went to use the pen in july the needle came off once she pulled off the safety.